Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The distal right coronary artery (rca) target lesion was accessed via the femoral artery with a long sheath. A 7f non-bsc catheter was advanced however was unable to cross the lesion due to severe vessel tortuosity. A 7f mach1 fr4 sh was used and engaged to the vessel, and pre-dilatation was performed. A promus premier 2.5x38 was delivered but it was unable to cross the lesion. Therefore, the guidezilla¿ extension catheter w delivered in the guiding catheter but it was stuck when advancing. Removal of the guidezilla¿ was attempted, but the device was detached from the distal polymer of the collar section and only the shaft was removed from the patient. The tip of the device was trapped in the guiding catheter, so the guiding catheter and this device were removed together. A different guiding catheter was engaged and the procedure was completed successfully. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the proximal end of the guidezilla guide extension catheter was received with a mach 1 guide catheter. There was no damage to the mach1. A new guidezilla catheter was inserted into the mach1, but could not advance through and met resistance 50cm from the hub of the mach1. The mach1 was cut 45cm from the strain relief. Magnified inspection revealed that the distal end of the guidezilla was in the lumen of the mach1. The guidezilla was removed using a tweezers. Visual inspection of the guidezilla revealed that the shaft was flattened a length of 5cm. The inner diameter (ID) and outer diameter (od) of the mach1 guide catheter was measured to be within device specifications. The outer diameter (od) of the undamaged portion of the guidezilla was measured to be within device specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that there was pulled and torn shaft material at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).